Event description:
Information received indicates the bed drifts down.

Manufacturer narrative:
The technician removed excess grease from the drive, but the bed continued to drift. The technician replaced the hi/low drive brake assembly to repair the bed.